Event description:
Customer called to report that the insulin pump is cracked near the reservoir. Customer's blood glucose reading was 500 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).